Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 4mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 12mm emerge balloon catheter was used; however, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient status was fine.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 12mm emerge balloon catheter was used; however, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient status was fine.